Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter did not last the full 90 days. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log confirmed the reported event by findings of a signal loss.